Event description:
Cold packs are exploding when attempting to activate them & the chemical contents splash all over employees/donors. After 3 to 4 incidents, the cld packs in inventory were returned to the supplier. (Contents: "ammonium nitrate, water, additives")